Event description:
A us distributor reported a battery charger had battery/charger faults.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the battery charger/modem was unable to power on. The cause for the failure was isolated to physically damaged l602 inductor on the bedside pca. Correction: battery charger/modem sn (B)(4) was repaired and refurbished. Root cause: the root cause for the damaged l602 inductor could not be positively identified. No adverse event resulted from the damaged charger.